Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: service review: a review of the service history record indicates that the device was serviced over a year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. The device was visually inspected, and it was found that it passed visual inspection. During the assessment it was found that the device did stop immediately when the trigger was released. The device was further tested by oiling the trigger assembly, after that the trigger returned immediately and it did stop directly. Therefore, the cause for the unintended motion was related to the trigger. It was determined that the most probable cause for the found defect was due to normal wear over time. It was further determined that the device failed pretest for check for sticky trigger. Therefore, the reported condition of the sticky trigger and unintended activation/motion were confirmed. The assignable root cause was determined to be due to component failure from wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: blade device, (B)(6) 2020. The reporter¿s phone number and complete facility address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that before a total knee arthroplasty (tka) surgical procedure, it was discovered that while using the battery oscillator device, the blade device continuously moved for a long time because the switch movement was sluggish. It was reported that there were no delays in the surgical procedure. It was not reported if a spare device was available for use. It was reported that the surgery was completed successfully. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.